Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during surgery, a set screw driver broke while turning the set screw. Surgery was resumed, without any delay with a smith and nephew back-up device. No harm to the patient or any further complications reported.

Manufacturer narrative:
H3, h6: the device, used in treatment, was returned for evaluation. A visual inspection of the returned device does confirm the stated failure. The device is broken. Only the universal swivel shaft and screw driver portion was returned. The pin and spring are missing from the device. The pin and spring was not returned. The device exhibits signs of significant use and wear. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal any manufacturing abnormalities that could have caused or contributed to the reported incident. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.